Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was sent to the service center for evaluation. We were unable to verify the defect described by the customer, however we identified a different defect and repaired it using the measures listed in the "proof of repair". Pinch valve doesn't close properly. Valve irreparable: replaced. Bent front case. Physical damaged chassis repaired. Software modified. Mechanical upgrade performed. Pneumatic circuit checked. Unit cleaned. Unit calibrated newly. Functional test performed. Electrical safety test according to (B)(4) completed. Functional test according to test procedure completed. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on july 14, 2014 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. Possible root cause for the pinch valve component not functioning properly could not be determined. Physical damage was also discovered by the service center, which could be due from improper device maintenance. A review of the depuy synthes mitek complaints system revealed no complaints of any type for this serialized device. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that when you connect the motor, it works fine but when you press the button to turn off, it keeps turning and you have to disconnect from the electricity. Additional information from affiliate: it was the pump that had the issue.